Event description:
Related manufacturer reference numbers: 2017865-2022-19598. Related manufacturer reference numbers: 2017865-2022-19599. It was reported that the patient presented in clinic for an unrelated procedure. Post procedure, a chest x-ray was performed and confirmed that the right ventricular (rv) lead was dislodged due to migration of the implantable cardioverter defibrillator (ICD). The slack of both the rv lead and atrial lead appeared to be removed due to the migration as well. The rv lead was repositioned on (B)(6) 2022. The ICD was re-implanted at a new pocket and the lead slacks were added back. Patient condition was stable.